Manufacturer narrative:
Device passed displacement test and self test. No vibrator anomaly noted during testing. Device functioning properly.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was not vibrating the way its supposed to. It was reported that the insulin pump did not vibrate during the vibrate test portion of the self test. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.